Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited noise, high capture thresholds and high out of range high voltage lead impedance, lead fracture was suspected. On (B)(6)2020, the patient was brought to the clinic for further evaluation, fluoroscopy was performed and there were no signs of obvious lead issue noted. Programming adjustments were made. The patient was in stable condition before, during and after the event.

Manufacturer narrative:
(B)(4).